Event description:
Pt returned to hospital 2 days after implant with fever, chills, rash. Negative blood culture and infectious disease work-up. Treated with steroids. This case was most likely a reaction to cypher stent.